Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a renal radiofrequency (rf) ablation treatment procedure, there was difficulty retracting the tines. The target lesion was located in the kidney. This 3.0/15/15 leveen coaccess electrode system was selected, deployed, and ablation was completed. Upon removal of the needle the tines would not pull back into the introducer. They tried several times to pull back the tines and take the device out. They tried to inject saline around the device and it still wouldn¿t retract. They eventually turned all of the needles just where they ablated and that was finally enough to pull the tines back into the introducer, but required a lot of force. The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a colored insulated introducer cannula to be attached to the electrode. The introducer was without issue. The electrode array was retracted and heavy dark red residue was found in the distal end. A functional evaluation of the electrode was performed by extending the array with much resistance and the array was found to be covered in residue, some of which dislodged during the extension of the array subsequent extension and retraction of the array was performed with little resistance noted. The tines were found to be properly formed and evenly spaced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a renal radiofrequency (rf) ablation treatment procedure, there was difficulty retracting the tines. The target lesion was located in the kidney. This 3.0/15/15 leveen coaccess electrode system was selected, deployed, and ablation was completed. Upon removal of the needle the tines would not pull back into the introducer. They tried several times to pull back the tines and take the device out. They tried to inject saline around the device and it still wouldn¿t retract. They eventually turned all of the needles just where they ablated and that was finally enough to pull the tines back into the introducer, but required a lot of force. The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine.